Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2022, medtronic received notice of a device/product legal hold notification containing 4 claims. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring and reservoir was unable to lock in place and possibly under delivery anomaly. The customer also reported hyperglycemia and diabetic ketoacidosis. High blood glucose was treated by emergency medical services and hospitalization. No harm requiring medical intervention was reported. The device will not be returned for analysis.